Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <pjs, nhl> product family: dbs-adapters. Upn: m365db9218150. Model: db-9218-15. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <pjs, nhl> product family: dbs-adapters upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7058970, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information reveals that the patient undergoing deep brain stimulation (dbs) experienced unexpected shocking sensations. To resolve the issue, a revision procedure was performed, during which both the implantable pulse generator (ipg) and lead were removed and replaced. The patient is recovering well postoperatively and has reported significant improvement. In accordance with facility policy, the explanted device was disposed of and will not be returned.